Event description:
Same case as MFR ID#: 2134265-2011-03896. It was reported that during a stenting treatment procedure, insufficient apposition and a balloon rupture occurred. The unknown target lesion was treated with predilation and deployment of a 3.0x24mm liberte bare stent. Due to tapering in the distal portion of the vessel, it was reported that the stent "did not expand enough" and did not uniformly expand when deployed, requiring additional balloon dilations. A 3.25x15mm nc quantum apex was advanced and ruptured upon its first inflation at 16atm. The device was removed intact and was completed with a 3.5x15mm nc quantum balloon. There were no issues after post dilation. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).